Event description:
Hello, there is functionality in epic emr called "did you mean" which appears to be a machine learning algorithm of some kind to help users find medication orders in the event of typos. This is in the inpatient and outpatient setting and as of the february 2022 version of epic, this functionality is permanently turned on (nova note 810834). We are seeing some very unfortunate matches in our "did you mean" matching results - some examples: sqy search term suggested result 77 lidocaine gabapentin powd, 294 rocephin aztreonam in sterile water ivp, 717 z pack, zegerid 20-1680 mg po pack 4598 ketotifen oxybutynin chloride 5 mg po tabs, 5301 tradjenta glipizide 5 mg po tabs, 8955 trulance bupropion hcl ER (xl) 150 mg po tab xl, 9001 oxybutynin ER prednisolone acetate 1 % op susp, 9168 lasik diazepam 5 mg po tabs, 9487 lovastatin pantoprazole sodium 40 mg po tab dr, 28359 lidocaine 4%, meloxicam 15 mg po tabs. We find these suggestions to be wildly inappropriate and upon reviewing with our epic representative, these were not due to fuzzy matching (that ismp had previously released a statement about) but due to the "did you mean" feature. Obviously, since this cannot be turned off, we are concerned about this feature. This applies to both inpatient and outpatient orders. There is functionality to prevent specific results (by individual medication's erx ID) from appearing as a "did you mean" or "fuzzy match," but as mentioned previously, we are having a lot of difficulty identifying which medications belong on this exclusion list as the analysis is largely manual. (B)(6). (B)(4).